Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no power events observed in the black box to support power loss. The battery cap does not tighten securely onto the pump and is not able to maintain electrical connection. A crack along the battery compartment threads was found. Battery cap threads are stripped/damaged. Investigators were able to duplicate power loss. A test cap was used for 24 hour test without any reboots. Test cap used for investigation. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.